Event description:
Boston scientific received information that this pacemaker exhibited right atrial pacing impedance measurements greater than 2,000 ohms at implant. Troubleshooting identified a setscrew connection issue. The setscrew connection was corrected, resulting in 520 ohm pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.